Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the image is green. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Also, the video cable is broken and therefore the image is green and the fibre bonding in the outer tube area (distal end) is damaged the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image and that the device was not recognized by the processor (image issue and no connection to the processor) during inspection for use of an olympus rigid video laparoscope. There was no patient injury reported.